Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal felt stiff. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hosp. In 2004 the seal was received cracked. This failure is MDR reportable.